Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "possible deflation." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, crease flat and opening. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify, an opening striated in the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated opening in the posterior side assessed, as surgical damage.

Event description:
Healthcare professional reported, left side "possible deflation". Device has been explanted.

Event description:
Device has been explanted.